Event description:
It was reported that, "the spike broke off from the block during extraction. The cutting block was removed from the femur, however, one of the two stabilizing spikes broke off the cutting block and stayed in the femur. The spike was successfully removed from the femur."

Manufacturer narrative:
Device eval anticipated, but not yet begun.